Event description:
Caller reported a sudden drop in the indicated battery charge of the pump, leading to an unexpected shutdown. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and arranged for a replacement pump to be sent.